Manufacturer narrative:
(B)(4). One used catheter fragment and one used epidural needle with stylet, both without packaging, were received for evaluation. The catheter appeared stretched and fractured at the tip end. Under microscopic observation at the point of fracture, the catheter appeared frayed and stretched. The returned needle and stylet were subjected to a functional fit test according to our specification with acceptable results. In addition, under microscopic observation, no burrs or hooks were observed on the needle. The damage observed on the catheter appears consistent with catheters in which a section is pulled beyond its design capabilities. This can occur when a catheter becomes lodged between rigid body structures. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or involved catheter material number. There were no other reports of this nature against the reported lot number. All available information has been forwarded to the device manufacturer of the catheter. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facility: reports a portion of the epidural catheter, proximal to the three lateral openings, was retained in the patient. The patient was undergoing a total hip arthroplasty procedure. There was no difficulty with the catheter insertion. The catheter was threaded through the needle. Upon removal of the catheter, it was discovered that a portion was retained in the patient. It was noted the catheter was not removed through the needle. Based on follow-up correspondence with the reporting facility, the reporter stated it was recommended that the broken catheter piece not be removed unless the patient has issues.